Event description:
It was reported that a novum iq large volume pump had an under infusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, g2 (add source), h3, h6 (update codes), h11. Correction: f10/h6: health effect - impact codes (replace code). H11: the device was evaluated on-site at the customer facility by a baxter technician. No event date or infusion parameters were reported; therefore, a review of the event history log could not identify any abnormalities that could have contributed to the reported condition. Functional testing including downstream (distal) occlusion sensor, upstream occlusion sensor, and flow rate accuracy testing was performed with no issues noted; the reported condition was not reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.